Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 10.00x59mm omnilink elite stent delivery system (sds) the wire lumen was flushed; however, negative pressure was not held. The procedure was to treat a lesion in the common iliac artery. While backloading the device onto the guidewire, outside the patient anatomy, and before entering the rotating hemostatic valve (rhv), the stent became partially dislodged from the balloon and was not used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size omnilink was used to complete the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that during preparation of the 10.00x59mm omnilink elite stent delivery system (sds) the wire lumen was flushed; however, negative pressure was not held. It should be noted that the omnilink elite instructions for use, states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. In this case, it is unlikely the IFU deviation contributed to the reported event. A conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.